Event description:
It was reported the patient fell 3 years ago and the catheter was dislodged. The hcp replaced the pump system. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: catheter. (B)(4).